Event description:
Patient presented with aaa, peripheral arterial disease; lifelong smoker. On (B) (6) 2010, patient implant of a 28-16-120bl bifurcated device, a 38-40mm talent stent graft, a unilateral renal stent. Patient was never discharged from hospital; post-procedure (date unknown), patient complained of a cold right leg. Patient was checked for pulse on the right leg and due to weak pulse/blood flow was sent for a thrombectomy where a 3-5 cm clot was removed. The patient developed ischemic bowel disease and underwent removal of necrotic groin tissue and a colon resection. The patient died after this procedure (late march, exact date unknown). The death was caused by ischemic bowel; the physician has concluded that the patient¿s death is not related to the use of the endologix device.

Manufacturer narrative:
Date of event is unknown at this time. Information has been requested of the reporter. Review of lot records/work orders, prior reports. No issues have been noted. Patient had ischemic bowel disease which caused patient death.